Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on oct 17, 2022, with lot number: 369473. Based on the device analysis grid, the assessments of the complaint are: rupture : observed opening striated on radius side assessed as surgical damage. Additional observations: dark ring observed. No further actions are required as the device was implanted.

Event description:
Device has been explanted.